Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented normally for a device upgrade. It was noted after opening the pocket that there was a visible kink on the insulation of the atrial lead. High impedance was observed when tested through pacing system analyzer, but measured normally prior to the cautery. The atrial lead was capped and replaced with a new device. The procedure was completed successfully without adverse consequence to the patient. The patient was stable following the procedure.